Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff noticed that a cable was sticking out of the tenaculum forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a cable sticking out. The instrument was found to have one grip cable broken at the distal clevis. The broken cable segment was observed to be sticking out approximately .7985 at the instrument's wrist. The idler pulley was able to spin freely and did not exhibit any damage. The other cables of the instrument's wrist did not exhibit any damage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken hook tip and main tube scratch issues if to recur could cause or contribute to an adverse event.